Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00628.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured in the strain relief, approximately 1.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the 5maxace was damaged at the proximal end. Evaluation of the returned device confirmed it was fractured in the strain relief. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max ace is manipulated forcefully or at an angle during removal from the packaging, the strain relief may fracture due to excess force and bending. The second 5max ace mentioned in the complaint was not returned for evaluation. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Correction: k133317.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, two 5max ace catheters were found damaged and were not used. The procedure successfully continued using a new penumbra system 5max ace catheter.